Manufacturer narrative:
Fiber and cap refer to thermal problem. Failure analysis: the fiber cap shows signs of a circumferential fracture of glass cap proximal to fiber/cap fusion zone. The fiber proximal to fracture can rotate independently of metal cap. The metal cap has burnt on detritus and devitrification of cap at the output window. The glass cap exhibits char and devitrification. Both caps remain intact and attached. The identified issues may activate fiberlife function which would modulate power showing a pulsing beam or system would be placed into standby mode. The potential for forward firing may exist. The most probable root cause that contributed to this failure was suspected to be related to localized heat accumulation/user handling due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that during a prostate procedure, "no visible aim beam at 3492j" was observed. A second fiber was used to complete the case. "No harm to pt/user," reported.